Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump center button was unresponsive when trying to acknowledge the alarm. Customer confirmed that the insulin pump buttons were responding at the time of call. Customer also reported high blood glucose of 320 mg/dl to 377 mg/dl and declined troubleshooting. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.